Event description:
A (B)(6) male requiring PICC line placement for treatment of cad/possible surgery. Np placed PICC line (B)(6) 2012. A 5fr 2 lumen catheter using bard sherlock 3cg stylet. Successful insertion of line. Dates of use: (B)(6) 2012.